Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m90j5a. Additional information was requested and the following was obtained: did the device not fire? The two ends of the clip were clamping at different lengths hence being too short for the vessel and not forming a seal - and falling off. Did the jaws of device not close? The two ends of the clip were clamping at different lengths hence being too short for the vessel and not forming a seal - and falling off. Or did the device fire an unformed clip? The two ends of the clip were clamping at different lengths hence being too short for the vessel and not forming a seal - and falling off. The analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a scalp scc and free flap reconstruction. Procedure, the surgeon reported that the product was not clipping. Surgeon asked for another multifire clip applier of the same size. There were no adverse consequences for the patient reported.